Event description:
It was reported by the rep that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the devices would not fire the reloads. Another atb35 was used to finish the case. There was no consequence to the pt.